Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. The error e006 was found in the error log. Error e006 can have different causes. In all cases, it is triggered if the electrical resistance between the two electrodes of the device increases. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a generator (hf unit) had electric cutting interface fault. The reported problem was found during use. The facility finished the procedure with the same one. There was no patient injury or adverse event reported to olympus.